Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. The blood glucose at the time of admission was 523 mg/dl. Customer stated was not feeling well the night prior to the hospitalization. She stated she had diabetes ketoacidosis. She was treated with an IV drip in the hospital. The customer also wanted to troubleshoot for high blood glucose. Blood glucose at the time of the call was 331 mg/dl. The customer was feeling nauseous, thirsty, and had abdominal pain. The customer's blood pressure was 90/65. The customer had treated their high blood glucose with manual injections. The customer was advised to change their entire infusion set, reservoir, and insulin. No additional information provided.